Event description:
Novasure device had a hole in the end with the fan at the conclusion of the case. No harm to the patient and the procedure was completed as planned. The hologic rep was in attendance in the case. The following was reported: after resolving a first vacuum alarm of the device, another vacuum alarm was received. After taking the novasure out of the patient, the array had a hole. No patient injury was noted or verbalized upon scoping back in to document the ablation. Manufacturer response for hysteroscope, novasure (per site reporter). Unknown at this time.